Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The reported event was unable to be confirmed due to unavailability of medical records or imagery. Available information suggests procedural factors (under-expanded valve) likely contributed to the event as provided information indicated the valve was grossly underexpanded. When the valve is not fully expanded, the effective orifice area is reduced. This can impact valve functionality as blood flow across the valve would be obstructed, which can contribute to increased gradients or stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted due to corrected data. Section b5 has been updated. A supplemental MDR is being submitted to correct the reportability of the event previously reported. Additional information received indicates the patient received a post dilation of the valve during the procedure not after the procedure. Post dilation of the valve during the index procedure is considered to be a part of the implantation process. At the time of this report, the information available does not suggest the sapien 3 ultra valve malfunctioned, or that the use or miss-use of the device caused or contributed to the valve explant. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward sapien 3 ultra valve; therefore, the post dilation event is no longer considered FDA reportable.

Event description:
As reported by an edwards lifesciences affiliate in canada, it was a case of an implant of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach as a valve-in-valve within an edwards surgical valve. After the valve implantation (+1 ml with no surgical valve fracture), the patient showed invasive gradients (28 mmhg) and the valve was post-dilated with no significant improvement during the index procedure. Patient was asymptomatic and 3 days after the procedure, CT was performed showing the valve was grossly under expanded (only 17mm). The patient was noted as to be stable and doing well. Additional imaging is to be performed.

Manufacturer narrative:
E1 phone number (B)(6). Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in canada, regarding an implant of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach as a valve in valve within an edwards surgical valve. After the valve implantation, the patient showed invasive gradients. Patient was asymptomatic and a CT was performed showing the valve was grossly under expanded (only 17mm). A post-dilation was performed on pod 3.